Event description:
Per the audiologist's report, the electrode array of this patient device has developed an increasing number of short circuited electrodes, as confirmed by integrity testing performed in 2006 and one month later. The patient and surgeon have decided to explant the current device, implant new device in the same ear, and implant a new device in the contralateral ear. A planned date of surgery has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.